Event description:
It was reported that during lap gastric bypass procedure the device was used on a pt with a bmi of 57. Initially no problems/anomalies occurred, but after a while significant gas leakage occurred through this trocar. The duck bill and seal were constantly open, even after removal of the instruments. Abnormal leakage occured even when the instruments were inserted (both 5 and 12mm instruments). Adjusting the insufflator to a higher pressure-level did not solve the problem. Device will not be returned.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.